Event description:
It was reported that a spectrum pump failed to deliver the programmed amount during therapy in the oncology care area. The under infusion occurred while using the medication, taxotere. The pump was programmed to deliver 277 ml at a rate of 277 ml/hour. It was reported that there was about 75 ml of medication remaining when the infusion was completed. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval. Therefore, an eval could not be completed. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.